Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. G4 (510k): device is not distributed in the united states, but is similar to device marketed in the USA. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: part # 414.832s lot # 8l11238 manufacturing site: werk selzach release to warehouse date: 24.apr.2021 expiration date: 01.apr.2031 supplier: früh verpackungstechnik ag a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device product code: 414.832 lot number: 116p554 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 14/04/2021 manufacturing site: jabil grenchen device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, after surgery the infection was found, and the patient was started on antibiotics. The patient underwent an orif surgery for plateau fracture of proximal left tibia on (B)(6) 2023. Procedure was completed successfully without any surgical delay. Infection was seen on the lateral and medial sides of the proximal tibia. The patient will be monitored with antibiotics to prioritize bone-union. No further information is available. This report is for one (1) 4.5mm ti cortex screw self-tapping 32mm. This is report 9 of 12 for complaint (B)(4).